Manufacturer narrative:
Veeva case: (B)(4).

Event description:
It slipped and it got stuck in my throat. I almost choked. Good my family was there to help me and save me. [Choke on medication] it slipped and it got stuck in my throat. [Medication stuck in throat] case description: on 2024-06-18 a spontaneous case was reported in united states of america by a(n) patient via call center representative (phone). The report concerns a(n) female consumer. The consumer received poligrip comfort seal (carbomer+carna cream) for indication(s) product use for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting poligrip comfort seal, the consumer experienced a medically significant it slipped, and it got stuck in my throat. I almost choked. Good my family was there to help me and save me (preferred term: choking). The outcome of the event it slipped, and it got stuck in my throat. I almost choked. Good my family was there to help me and save me was unknown. On an unknown date, the consumer experienced a medically important condition it slipped, and it got stuck in my throat., (preferred term: foreign body in throat). The outcome of the event it slipped, and it got stuck in my throat was unknown. No medical history was reported. No drug history was reported. The action(s) taken were: for poligrip comfort seal was unknown. Dechallenge was unknown and rechallenge was not applicable for the events choking and foreign body in throat. The causality was reasonable possibility for the events choking and foreign body in throat with the suspect poligrip comfort seal (carbomer+carna cream). This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "good my family was there to help me and save me. I am investigating and making talks with other people. Improve the product". Case product: poligrip comfort seal device MFR number: 3004699328-2024-00011